Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: unknown/not provided. Section d4, model and catalog number: unknown as the serial number was not provided. Section d4, serial number: unknown/no information section d4, expiration date: unknown as the serial number was not provided. Section d4, unique identifier (UDI) number: a partial UDI was provided as the serial number is not available. Section d6a if implanted; give date: unknown/not provided. Section d6b if explant; give date: unknown/not provided. Section e1, email address: unknown/not provided section h3, device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h4, device manufacture date: unknown as the serial number was not provided. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s eye. The patient experienced intolerable glare and halos. Consequently, the iol was explanted. Johnson and johnson performed follow-up but no further details were provided.